Manufacturer narrative:
(B)(4). The customer reported that they were experiencing an issue with receiving alarm alerts and the sound control option was not available (greyed out). No patient harm was reported. While the device display provides visual indicators of alarms/alerts occurring, the user may not recognize the failure or the patient need for additional therapy. Sometimes the issue may be determined to not be a malfunction but related to a configuration of the obtv (alarming permission based on the hospital protocol, and or lowered audible sound at the fetal monitor). Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they were experiencing an issue with receiving alarm alerts. No patient harm was reported.